Manufacturer narrative:
Please note corrections in d3 (legal manufacturer) and g1 (reporting entity).

Event description:
Breakage of connection screw between metaphysis and stem at the level of the small hole containing the anti-rotational polyethylene cylinder. Revision on (B)(6) 2021.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Breakage of connection screw between metaphysis and stem at the level of the small hole containing the anti-rotational polyethylene cylinder. Revision on (B)(6) 2021.